Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown implanted: (B)(6) 2026: product type screening device medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the hcp stating they had no idea what the most likely cause or contribution to the no commu nication/couldn't communicate was.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown serial#, implanted: on (B)(6) 2026, product type: screening device. Section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The trial began on (B)(6) 2026. It was reported that there was communication issue between controller and ens, unable to communicate/connect to controller. There was no communication/couldn't communicate. It was unknown if troubleshooting was performed. The cause was not known. The issue was not resolved and was still ongoing. Patient was reporting an error on their programmer since friday. The therapy wasn't working. They couldn't make adjustment due to "couldn't connect to the network", "therapy may have stopped, contact your clinic" error. Someone assisted them to troubleshoot through video call but still unable to connect. They took pictures of the errors. They texted someone and was told that the new device would arrive by tomorrow. Advised them to contact their doctor and would call tomorrow. Additional information was received from the manufacturer representative (rep). The rep stated that on the 27th the patient started getting an error on the programmer that said unable to communicate with device, communication loss, ensure external devices are within range, and batteries were in place, press the button on external device if still not connecting to the device. Caller said they walked the patient through all that and they were able to reconnect at that point but the next day the patient got system error, therapy may have stopped, external device may need to be replaced, contact your clinician. Caller switched out the ens, cable, and programmer but the patient was still getting the same error. Caller mentioned that the patient can feel the flutter like the lead is working, but when they exit into the clinician to turn it up on a specific side, they get the error. Rep then reported that patient said there was an error on the handset that said cable was disconnected. Image of the site showed the lead for the anode was damaged. Technical services (ts) recommend 3676 cable, with grounding pad to allow the undamaged side to continue with the trial. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue.".